Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 09/22/2011 by fax and mail. A completed questionnaire was received on 09/30/2011. (B)(4).

Event description:
A surgeon reported unexpected postoperative refraction following intraocular lens (iol) implant surgery. He stated the iol is 35 degrees off axis from the planned axis of placement. Additional information was received from the surgeon who stated the event was caused by the lens rotating, and the iol formula did not work for this patient.